Event description:
According to the reporter: the device was broken when the surgeon tried to actuate.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the device is broken when the surgeon tries to actuate.